Event description:
It was reported that this patient on peritoneal dialysis (pd) was previously hospitalized (on (B)(6) 2024) for pneumoperitoneum and had issues with constipation. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. While hospitalized, the patient was ruled out for peritonitis. However, it was discovered the patient had free air in the peritoneal space. Per the nurse, the pneumoperitoneum did not require any medical intervention and resolved on its own. The patient continued pd therapy in the hospital (details unknown) and was subsequently discharged on (B)(6) 2024 continuing pd therapy with the same cycler at home. Furthermore, the nurse reported that the patient does have occasional constipation. The patient is prescribed a bowel regimen that the patient utilizes as needed. The nurse stated the cause of the pneumoperitoneum is unknown. It was also unknown if the patient¿s concomitant constipation may have been related to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was previously hospitalized (on (B)(6) 2024) for pneumoperitoneum and had issues with constipation. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain. While hospitalized, the patient was ruled out for peritonitis. However, it was discovered the patient had free air in the peritoneal space. Per the nurse, the pneumoperitoneum did not require any medical intervention and resolved on its own. The patient continued pd therapy in the hospital (details unknown) and was subsequently discharged on (B)(6) 2024 continuing pd therapy with the same cycler at home. Furthermore, the nurse reported that the patient does have occasional constipation. The patient is prescribed a bowel regimen that the patient utilizes as needed. The nurse stated the cause of the pneumoperitoneum is unknown. It was also unknown if the patient¿s concomitant constipation may have been related to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization and subsequent diagnosis of pneumoperitoneum. However, there is no allegation or indication that the fresenius cycler was having any issues/malfunction prior to patient hospitalization that could lead to the reported event. Based on the reported information, the cause of the patient¿s pneumoperitoneum cannot be determined. Although pneumoperitoneum is a known potential complication in pd patients with many potential etiologies including patient error. The patient¿s pd nurse stated the patient did not require any specific medical intervention for the pneumoperitoneum and that the event resolved on its own. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.